Event description:
During an in-service, the pump system displayed an error message to calibrate the sensor offset. As this occurred during an in-service, there was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed extensive trouble shooting and was able confirmed that the e/p pack was faulty. The e/p pack was replaced to resolve the reported malfunction. The device was tested without further failures and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the e/p pack, s5. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). During an-in service, the pump system displayed an error message to calibrate the sensor offset. As this occurred during an in-service, there was no patient involvement. The issue is currently under investigation. A follow-up report will be forwarded when complete.